Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room and reported feeling unwell and fatigued. Upon interrogation of the pulse generator, it was discovered that the right ventricular exhibited intermittent capture with rising capture threshold and pacing lead impedance. The lead was then reprogrammed to await for a lead replacement. On (B)(6) 2020, the lead was successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture and rising capture threshold and impedance could not be confirmed. A partial lead with the connector pin measuring 8.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.